Event description:
It was reported that during an unknown procedure, the clips were firing however not staying clamped on tissue. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Feeder shoe. The analysis results for the device found that the device was returned empty and locked out. The device was disassembled and the feeder shoe tab was found to be bent. Please note that this condition is unrelated with the incident reported. The jaw/cam was inspected and no burr was found. The jaw aperture was measured and it was found to be within specification. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.